Manufacturer narrative:
This issue was previously reported under MDR number 3005094123-2019-00172 under a different suspect device. Patient information: no further patient information was provided by the customer. Abbott customer support reviewed the instrument logs and determined that level 2 quality control (qc) was out of range high with a result of 847 miu/ml (range: 14.4 to 23.6). Qc was reran and passed with a result of 21.02 miu/ml. Review of the logs also indicate an issue with the r1 probe, and the customer replaced and calibrated the arc, probe on the r1 pipettor, which resolved the issue. A review of the architect i2000sr, serial number (B)(4), service history found no contributing factors, and no subsequent reports of discrepant results after the arc, probe was replaced. A review of tracking and trending for the arc, probe and architect i2000sr analyzer did not identify any systemic issues or adverse trends. Manufacturing documentation for each of the likely cause parts was reviewed and did not find any issues. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the arc, probe or architect i2000sr analyzer was identified.

Event description:
The customer observed a false positive architect b-hcg result for 1 sample. The following data was provided: (B)(6) 2019 initial result = 5503.4 miu/ml (positive), repeat = <1.2 miu/ml (negative). No impact to patient management was reported.